Event description:
Pt implanted with plate and screws on an unk date returned to surgeon complaining of pain. Pt returned to operating room and surgeon removed the plate on (B)(6)-2011. Surgeon noted the articular surface was healed and the plate and screws were not broken. Pt was not revised to any hardware. No product is returning, hosp will not release the product.

Manufacturer narrative:
This device is used for treatment not diagnosis. Patient information was provided.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.